Event description:
It was reported that the tubing of an interlink solution set separated from the luer lock. This occurred during infusion. The reporter stated that chemotherapy drug and a ¿minimal amount of blood¿ leaked out of the set and spilled on the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.